Manufacturer narrative:
H6 updated: medial device problem coded updated: 3026 unintended movement/open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the byte aligner treatment has caused their bite to be misaligned and caused increased wear on one side. These complications were not present prior to treatment. Their dentist/orthodontist told them to stop treatment due to the byte process making them worse. Patient provided a letter of recommendation from their dentist that states upon clinical examination found current occlusion presents misalignment and unilateral occlusal wear. These conditions were not previously documented prior to aligner treatment. In my professional opinion it is the patient's best interest to discontinue all remote aligner treatment through byte. It is recommend they begin supervised, in person orthodontic care to correct the identified issues and minimize further dental risk.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.